Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 101 alarms which were reproduced. System error 101 was found to be caused by fluid intrusion which caused internal components to fail. The device requires containment and to be removed from service. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 101 (pic msg crc error) alarm in the central services department. There was no known patient injury or medical intervention associated with this event. No additional information is available.